Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown; therefore, the device manufacture date is unknown. Concomitant med products and therapy dates: cap device, liner device, broach device; (B)(6) 2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a total hip surgical procedure was performed on a patient using the cup, liner and broach devices. On (B)(6) 2020, it was reported that the patient had a fracture. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. The reporter stated that they were not sure of when x-rays were taken. It was reported that the patient underwent a revision surgery to revise to a restoration modular stem due to the femur fracture. There was no allegation of malfunction against the devices. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.